Event description:
The disposable loading unit was used with an instrument during a total abdominal hysterectomy. The staples did not lock or hold properly. The surgeon manually sutured to complete the procedure. No pt injury reported.